Event description:
It was reported that the patient presented for a follow-up visit in the physician office with wound dehiscence at device pocket site. The insertable cardiac monitor was explanted to resolve the issue. The patient remained in stable condition.